Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligner, a patient experienced migraines and occlusal changes and teeth became loose and very sensitive. Upon examination, the doctor found the aligners do not fit properly and the patient is chewing on them as a result. Doctor advised patient to stop treatment.